Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial exhibited oversensing of noise. The lead was capped and replaced in a procedure on (B)(6) 2020. The patient was discharged.